Event description:
In 04 at 11:30 a.m., the certified nursing assistant positioned the arjo lift over the resident's bed (resident was lying in bed with the canvas already in place underneath resident) turned the "spreader bar" around, and prepared to attach the canvas. The handle was pushed and the "spreader bar" came off the "jib" and struck the resident on their mouth causing one upper tooth to be knocked out and a small cut to anterior lower lip. The resident is dependent on the staff for transfer in and oob out of the bed via the use of the arjo lift. The resident is unable to assist with the transfer in or oob.